Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
No further info will be forthcoming from this account as it is at the forefront of the covid-19 healthcare crisis. H3 other text : device not returned.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.